Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned, through follow-up with the health-care provider, that the 19 mm edwards valve was explanted due to a paravalvular leak. According to the operative report, the patient presented severe calcific aortic stenosis requiring extensive debridement secondary to extreme calcification of the valve into the aortic annulus. A 19 mm edwards bioprosthetic valve was placed; the patient was weaned from cardiopulmonary bypass (cpb). Inspection of the valve revealed severe aortic insufficiency due to a paravalvular leak at the left coronary cusp. Cpb was reinstituted and sutures were placed in attempt to correct the leak. Once again, tee revealed a leak. Therefore, the edwards valve was excised and additional calcium was debrided from the aortic annulus which was the probable cause of the leak. A 21 mm edwards bioprosthetic valve was placed with a satisfactory result. Additionally, it was indicated by the health-care provider that the reason for removing the valve was not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: this event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. If the issue is recognized after the patient is off bypass and requires reinstitution of bypass in order to explant the valve, this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure.